Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap esophagectomy procedure when the device was being mobilizing on the esophagus the tissue pad was slipping on the device and became melted. They used another device to complete the case. There was no patient consequence reported.